Manufacturer narrative:
(B)(4). Date of initial report: 07/24/2014. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The physician reported that the tip broke off during a spinal procedure. The piece fell into the patient. It was retrieved without any injury to the patient. The site contact reported that this problem is believed to be due to the surgeon's technique.